Manufacturer narrative:
H10. H3, h6: the device, intended for use in treatment, has been returned and evaluated. A visual inspection reported no defects. The functional evaluation found no faults with the device's alarm system. We have not been able to establish a relationship between the device and the reported event. Probable causes include, kinks, leaks blockages and user error, the instructions for use offer further guidance. The battery was replaced as it was returned depleted. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history review found further instances of the reported event in the past years. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that during set up the "tank full alarm" came on, even though the tank was empty. No patient harm reported and a backup was available.